Event description:
On (B)(6) 2010, a respiratory therapist reported that inomax ds, # (B)(4) had fluctuating nitric oxide (no) readings while on a pt. The device was set to 20 parts per million (ppm) of no and the monitored value was reading 2 ppm to 30 ppm. The device was switched out, and the respiratory therapist stated there was no impact to the pt and no adverse event occurred. The device was removed from service by the customer and returned to the company for investigation.

Manufacturer narrative:
The device is in transit for investigation. The supplemental report will be submitted within 30 days of completion of the investigation.